Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation of the patient's pacemaker device, a syncope episode was noted on the holter monitor. The cause of the syncope episode was unknown and no device malfunction was suspected. The device was explanted and replaced. The patient's condition was stable throughout the procedure.